Event description:
Boston scientific received information that during a routine follow-up, this right ventricular (rv) pace/sensed lead revealed noise on the rv channel. An rv lead fracture was suspected and a revision procedure maybe performed in the near future. Approximately one week later, a revision procedure was performed the defibrillation lead was abandoned and this pace/sense lead was explanted. A new right ventricular (rv) defibrillation lead was successfully implant. No adverse patient effects were reported.

Manufacturer narrative:
A new right ventricular (rv) defibrillation lead was successfully implanted. The explanted pace/sense lead was discarded at the hospital and will not be returned to boston scientific. Therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.